Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons started to stick about a month ago and were now unresponsive. The patient noted that the keypad symbols were worn off. The patient denied any damage to the keypad or any evidence of moisture the in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/13/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force applied to elicit a response. There was evidence of contamination found under all of the key contacts. The keypad symbols were found to be worn off, which has no effect on insulin delivery.